Manufacturer narrative:
Evaluation results: root cause of the issue is undetermined. Inherent risk of procedure (stent migration). No results available since no evaluation performed- device or procedural images not provided for review. No device returned. Evaluation conclusion: known inherent risk of procedure (stent migration). Unable to confirm complaint - device or procedural images not provided for review. Root cause of the issue is undetermined. (B)(4).

Event description:
The lesion exhibited greater than 50% stenosis. No difficulties encountered during preparation of the device before use. No issues noted when the device was inserted into the patient prior to deployment of the stent. No extra forced used to deliver/cross the lesion.

Event description:
The physician was performing sub intimal angioplasty of an occluded left superficial femoral artery (sfa). Access was gained performed via right groin up and over with non- medtronic 6 fr sheath. Difficult procedure but re-entered lumen beyond occlusion and confirmed intraluminal position with angiography. 5000 unit¿s heparin was given. Percutaneous transluminal angioplasty (pta) with a non-medtronic balloon followed by a complete se stent was carried out. The red safety lock was removed from the complete se device. When the registrar started turning the knob it would not engage. The physician took over and by pulling back whilst turning, the knob engaged and the sheath peeled back. The last segment was released by pushing the two buttons and moving the knob back without turning. Stent had fully deployed. On trying to remove the device, the stent got pulled back with it into the sheath. The entire device was removed with the sheath. The physician was able to maintain wire access and complete the case with a good result. No patient injury or other clinical sequelae reported.